Event description:
The rep reported the device was used during a colon resection. It was reported the stapler was used on a semi-necrotic transverse colon and sigmoid colon. The staples appeared to form well and tissue was transected. Upon internal visualization from proctoscope, it appeared that staples were not formed and transected tissue was not occluded by staples. The surgeon decided to leave the bowel "as is" and prescribed close follow up. Case was finished at that point.